Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 285 mg/dl. The infusion set was changed and bg remained high. A bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set cannula for inspection. The customer reported that the bg level had started to decrease. The customer declined tandem technical support's offer to follow-up.